Event description:
It was reported that a patient underwent a neurosurgical procedure on (B)(6) 2012 and suture was used. While dispensing the product, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the returned samples comprised of 6 empty foil packs plus an empty labelled winding former. No sutures were returned from either complaint. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-02756. The same patient is represented in each medwatch.